Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 30 mg/dl range. Reportedly, the customer entered the incorrect pump settings into the pump. Customer addressed low bg level with glucose tablets.